Event description:
In (B)(6) 2008 we purchased giraffe incubators made by ge health systems which have as part of the overall ensemble an attached exam light from ohmeda. We noted 2 issues with the attached light: the plastic casing around the light is melting over time and is now misshapen and can easily break off; the plastic covering of the gooseneck has torn and is disintegrating making it impossible to clean. Dates of use: from (B)(6) 2008 to (B)(6) 2011. Diagnosis or reason for use: premature infants.